Event description:
It was reported to philips healthcare that "when user checking the device, found shown error on image." There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.